Event description:
Patient reported touchscreen that was unresponsive at times. There was no adverse impact to the patient¿s blood glucose level reported. The patient declined further troubleshooting, and no additional information was provided regarding the outcome of the event.